Event description:
It was reported that post op a sigmoid procedure, the staples did not hold. On (B)(6) 2013, the medical device was used in a sigmoid by coelioscopy. When the surgeon stapled and cut, the stapler worked well. He checked the two tissue donuts (rectal and colonic), they were normal. The blue test (for the leak test) was fine. On (B)(6) 2013, the patient had pain, so that the surgeon opened the anastomosis again. It had not healed. Stapling line did not hold. Patient underwent another operation at the anastomosis area they made him a stoma at first (hole in the abdominal wall) to allow the inflammation to subside and resolve. Then they have done an hartmann procedure : the continuity of the colon-rectal part was restored. The patient. The surgeon fired the device. And was reportedly an experienced surgeon.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process